Event description:
It was reported that during set up for a da vinci s gynecological procedure the site received a system fault. With the assistance of an isi technical support engineer the site cleaned and reseated the fiber cable and restarted the system, however the system fault continued to occur. The patient was under anesthesia with no port incisions made, when the surgeon decided to abort the planned surgical procedure.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system fault experienced by the customer was associated with the red fiber cable and the surgeon side cart (ssc) rear I/o panel. The fiber cable provides communication from the ssc to the patient side cart. The I/o panel provides the connection point for the fiber cable into the ssc. The system was repaired by cleaning the red fiber cable and replacing the ssc I/o panel. As of march 2, 2012, there have been no reported recurrences of the issue at this hospital.